Manufacturer narrative:
Both the fragments of the sensor were successfully removed on (B)(6) 2020. No further investigation is required.

Event description:
On (B)(4) 2020, senseonics was made aware of an adverse event where sensor was fragmented into two pieces upon removal and both the pieces were removed successfully.